Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The cause for the failure was a defective u612 and c655 on the ca board. The root cause for the defective components could not be positively identified. No adverse event resulted from the monitor malfunction. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was contaminated with debris causing the service code. The root cause for the contaminated connector could not be positively identified. No adverse event resulted from the belt malfunction.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was contaminated with debris causing the service code. The root cause for the contaminated connector could not be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).